Event description:
It was reported that a bladder suspension was performed in 2002. The procedure was complicated by a bladder perforation which was easily corrected. Sometime during january the pt reported erosion into the vagina. The dr snipped it off in 2003 believing he solved pt's problem. "Unbeknownst" to the doctor the pt continued to have difficulty with what pt describes as erosion of the tape into pt's vagina. For the past ten months the pt has experienced dyspareunia, and pt's sexual partner has also reported discomfort during intercourse.